Event description:
Information received with return of the explanted device notes a suspected malfunction. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received